Manufacturer narrative:
Potential adverse events in the labeling with the penumbra smart coil system include, but are not limited to, hematoma or hemorrhage at the access site or entry, device malfunction, and vessel spasm, thrombosis, dissection, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar bifurcation aneurysm using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician placed three smart coils into the target location using a microcatheter. While placing another smart coil, the physician noticed a preciously placed smart coil herniated into the right posterior cerebral artery with associated platelet aggregation. It was reported that the patient was treated with intravenous (IV) and intra-arterial(ia) medications which resolved the platelet aggregation over the remainder of the procedure. Also, the smart coil that herniated into the right posterior cerebral artery was stabilized with a stent. The procedure was completed using four additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.